Manufacturer narrative:
H3: product analysis: evaluation determined that bearings detached. The likely cause of failure is corrosion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that distal bearing blown as it can be rotated by shaking the attachment. The cst flushed the mr8-avs14 with water in a basin using a syringe. Afterward, the customer found six small metal ball bearings in the basin. As no other instruments in the field contained bearings, they concluded the pieces originated from the attachment. Upon closer examination, it was discovered that the distal bearing of the attachment had shifted sideways. It was reported that there was no patient impact.the procedure was completed with the backup products. No additional intervention was performed or planned as a result of this event.